Event description:
While attempting to advance an endovascular stent with delivery sys to the target lesion site located in the pts subclavin, it was reported that blood spontaneously appeared in the balloon lumen. During an attempt to withdraw the sds in response to the observation of blood in the balloon lumen, the stent became dislodged from the balloon catheter as a result of contact with an ancilliary device. Another balloon catheter was introduced and used to successfully deploy the stent in the brachial to prevent embolization. Another stent was successfully placed at the original lesion site. There were no add'l complications reported relative to this event.